Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354, FDA patient problem code(s): 2199.

Event description:
It was reported the bd vacutainer® push button blood collection set with pre-attached holder experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip during use. The following information was provided by the initial reporter: the customer stated ¿the spring / needle does not work properly. Blood splashed on their patient.¿ no medical intervention reported.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® push button blood collection set with pre-attached holder experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip during use. The following information was provided by the initial reporter: the customer stated ¿the spring / needle does not work properly. Blood splashed on their patient.¿ no medical intervention reported.